Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the loading process and it appeared as if the cartridge was leaking. Another cartridge was used and an unidentified cartridge issue occurred. At the time of the report, contact declined further assistance from tandem technical support (cts) and reverted to insulin pens for insulin therapy. Customer's blood glucose was 362 mg/dl. Although multiple attempts were made by cts to follow up for additional information, contact did not reply.